Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.1., d.2., d.4., g.3., g.5., h.6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Patient reported left side "rupture" of a saline device. Additionally, healthcare professional reported capsular contracture, baker grade unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture. Device remains implanted.